Manufacturer narrative:
The field representative provided additional information. It was decided that the rv lead was intermittently oversensing atrial activity. The clinician used the calipers to measure the amplitude of the oversensed signal and reduced the sensitivity on the rv channel to 1mv. This appeared to prevent the oversensing and pacing inhibition. The device and lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) presented for a device check due to having dizziness and syncopal episodes. In the clinic, the patient was observed to become bradycardic. Real-time electrograms found the same symptoms occurred during pacemaker mediated tachycardia (pmt) episodes. There was oversensing of some physiological artifact that was not noise on the right ventricular (rv) channel that was inhibiting rv pacing. During troubleshooting, no noise could be created and all lead values were normal. Technical services reviewed the device data in the remote monitoring system. The pmt episodes were not true pmt, and it was suggested to raise the maximum tracking rate (mtr) to above 130 bpm, if clinically appropriate. An x-ray to evaluate the position of the rv lead was suggested, in case it was too high and sensing atrial activity. Additionally, the physician could adjust sensitivity on the ventricular channel to avoid seeing the artifact. No additional adverse patient effects were reported.